Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that the device "is going vent inop and is giving "read" banner vent inop. The customer was requesting onsite service to have the device evaluated and possibly repair. The philips rse dispatched a service engineer to the customer site to evaluate the device. A service engineer went to the customer site to evaluate the device. The service engineer observed error code machine flow high drift in the device¿s event log. The service engineer replaced the three-way solenoid valve to address this issue. After replacing the part on the device, the service engineer performed the performance verification test (pvt) on the device. The device passed the pvt, and the service engineer determined the device was ready for clinical use.